Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored, showing evidence of blood contact. No visible deformation or damage was observed on the frame. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissure were intact. (B)(6).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition, however, the physician attempted to address the pvl by performing two balloon aortic valvuloplasties (bavs). During the second inflation the valve migrated. Potential factors that can impact migration include: improper sizing between valve and annulus, irregular patient anatomy, and incomplete frame expansion. In this case the bav placing an external force on the valve is a contributing factor; however, a conclusive root cause could not be determined. Dissections are known potential adverse effects, per corevalve instructions for use (IFU), that can occur during any invasive procedure. Based on the event description and the timing of the dissection, the bav procedure and/or the resulting valve migration appear to be contributing factors to the dissection. Pericardial effusion is a known effect that can occur after cardiac procedures, but a conclusive cause could not be determined from the limited information available. Hypotension is a known potential adverse effect per corevalve IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The occurrence of effusion and hypotension were likely related to the dissection of the annulus, however, a conclusive cause could not be determined.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted valve-in-valve, with the outflow of this valve sitting within the inflow of another transcatheter bioprosthetic valve. Angiography showed mild paravalvular leak, and two balloon aortic valvuloplasties (bav) were performed. During the second bav this valve migrated upward and periaortic effusion was detected by echocardiogram. Upon further investigation by echocardiogram, a dissection was detected on one side of the annulus. Pericardial effusion then began to occur and the patient became hypotensive. The physician elected to surgically remove both bioprosthetic valves and the distal portion of the native aortic root. An aortic root bioprosthesis was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the first and third valves would be returned for analysis. A separate report has been filed on the first valve. There was no allegation against the second valve, which was discarded. A supplemental report will be filed when the analysis or investigation is completed. (B)(4).